Event description:
The patient stated that on (B)(6) 2019 the v-go 40 device came off moments after applying it to the back of the arm. Patient confirmed that the application site was properly prepared prior to applying the v-go 40 device and that there was no interference with clothing that may have tugged away at the v-go device. The v-go 40 device in question is not available.